Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. During device preparation for use, the device was flushed with heparinized saline. Reportedly, resistance was encountered inserting the device into the vessel and no pulsatile blood flow was seen from the device marker lumen. An angiogram revealed that the distal sheath was kinking in the tissue track. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance during insertion was confirmed. The report of no pulsatile flow from the marker lumen was not confirmed. During device analysis the device was flushed via the marker port without difficulty. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of resistance during insertion or no pulsatile flow from the marker lumen reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.